Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker battery indicated that the power consumption has been increasing during the past year and it is expected to continue to increase. The device will be replaced and returned to (B)(6) for detailed analysis. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery indicated that the power consumption has been increasing during the past year and it is expected to continue to increase. The device will be replaced and returned for detailed analysis. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement. Additional information indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.